Manufacturer narrative:
A partial lead with the distal tip measuring 55.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Assoc devices continued - 1999/(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient was brought to the hospital after losing consciousness. Evaluation showed four asystolic episodes. Appropriate therapy was delivered to the patient, after which there was a pause of 27 seconds. The device was programmed to doo. Four days later the patient presented for follow-up. Device interrogation showed all electrical measurements were normal and trends were stable. The physician elected to explant and replace the system. There were no further adverse consequences to the patient following this event.